Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection and extrusion of receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a skin breakdown and drainage at the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved. It was reported that the patient underwent two surgical procedures on (B)(6) 2022 to resolve drainage and for closure of the wound. The patient was treated with oral antibiotics post surgery.

Event description:
Correction: the previous or initial MDR submitted on august 24,2022, was filed inadvertently. The patient underwent skin revision to resolve drainage and for closure of the wound during the same surgery as the explant.